Event description:
Company representative reported a lap-band that had "slipped." Follow-up information: healthcare professional reported patient had experienced "some pulmonary issues: aspiration and pneumonia secondary to concentric slip of [patient's] gastric band." Entire system was removed and replaced.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, pneumonia, and dyspnea are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number.